Manufacturer narrative:
Event date: the event was reported to have occurred on an unknown date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis which was manifested by intense body pain and stomach which extended to the legs. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for seven days and was treated with unspecified antibiotics (intraperitoneal, doses, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and was recovering from the event. Pd therapy was ongoing. No additional information is available.